Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states the sensor kept alarming for weak signal and meter blood glucose now. The customer's blood glucose level was 510mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. The customer was able to continue using current sensor. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device and call back if issues persist.